Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition due to oversensing of noisy signals while being implanted. Several troubleshooting actions were performed, and the issue did not resolve. The issue eventually resolved itself with no explanation. The device was successfully implanted. It was noted that noisy signals and pacing inhibition was observed when the patient was getting out of bed during recovery. No noisy signals were observed since. The device remains in use. No additional adverse patient effects were reported.